Event description:
It was reported that during the elective procedure to replace the deep brain stimulation (dbs) implantable pulse generator (ipg) due to normal end of life battery depletion (see MFR. Report (B)(4)) there were high impedance measurements discovered on one of the lead extensions. As the physician was performing the replacement procedure of the ipg he damaged one of the lead extensions with a scalpel. The patient later underwent a revision procedure where the physician damaged a second lead extension with the scalpel and replaced both lead extensions. The patient was doing well postoperatively. The lead extensions were discarded by the medical facility and were not returned to bsc.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl. Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6).